Event description:
The micro reciprocating saw was sent in for eval due to overheating during a procedure. No adverse event was associated with the device, no further info was provided.

Manufacturer narrative:
The device was received for eval, add'l info will be submitted once the quality investigation is completed.